Manufacturer narrative:
Investigation results completed on smiths medical cadd solis 2120 pump. Device in overall good condition. The testing was completed and event log revealed the issue isolated to dso sensor requiring replacement. Alarm cassette not attached was verified and action taken to replace the sensor.

Event description:
Investigation results completed on smiths medical cadd solis 2120 pump cassette not attached alarm error. No patient adverse events reported.

Manufacturer narrative:
B5 was updated based on additional information that was recieved from the facility.

Event description:
This issue occurred while switching cassettes. The result was a slight delay in therapy.